Event description:
Tech was pouring renalin into a cup, hit the top of the counter causing the solution to splash inside their glove. Tech stated it started to burn, so they removed their glove and flushed the area with water. Tech stated the area blistered and turned their skin brown. Tech went to the ER for treatment. ER doctor washed the area, put ointment on it, wrapped it and released the tech the same day.